Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia monitor lost power then rebooted itself, and resumed operating normally. There was no delay in the surgical procedure. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.